Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method and result codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: 21460-1 meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-6: passed expiration date. Note: per follow up on (B)(6) 2020: customer¿s condition improved as he no longer has any diabetic symptoms. Customer spoke to physician on (B)(6) 2020 and physician prescribed her a new meter and strips. Customer has a follow up appointment on (B)(6) 2020 regarding her diabetes. Customer was not hospitalized. Customer was not prescribed any new medications or health care program by healthcare professional. Customer stated she discarded meter and no longer has meter and strips. Customer provided information on new meter to register new meter in system.

Event description:
Consumer reported complaint for e-2 accompanied as soon as blood is absorbed. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of dizziness. Medical attention is reported as a result of the actual blood glucose result and reported symptom. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is more than four months ago. The meter memory was not reviewed for previous test result history.